Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of heat emanating from the ICD at irregular times. The heat would radiate from his left shoulder down his left arm. Reprogramming resolved the problem and no further issues were reported.